Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument complaint during thr revision reamer handle extension has damaged spring holding white handle on to the reamer. Stem introducer has rubber coming off handle. Action taken to manage the problem during the procedure: still used handle, the white piece just moves around. No ae to patient. No delay to the procedure.